Event description:
Patient reported "rupture" and concern about "recall". Healthcare professional later reported capsular contracture, baker grade iii this record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and concern about "recall". This record is for the right side. Device remains implanted.